Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
Fellow did tavr case, at beginning of case he measured depth. Measured 3.5 & 3. Suggested measuring again attending physician measured 3+1 for the depth. 14f sheath placed. They placed a balloon and a heart valve with good results. Act at base was 142, 8000 hep was given and act 268 at time of valve delivery. 25 of protamine was given and 170 act was noted at time of closure. Manta was delivered and minor oozing was noted. Attending physician gently redeployed the manta and oozing ceased. Post angio run showed a dissection at the closure site but no extravasation. Attending physician delivered a wire from the contra lateral side over a 300cm wire. A balloon was delivered and inflated. Patient had good flow right away. It was determined best to deliver a covered stent. A covered stent was delivered, and a great angio outcome was noted.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f manta was delivered for closure. Arteriotomy measured 6.5mm, manta deployment depth measurement at 3+1. Following manta deployment, minor oozing was present. The physician re-tamped the manta and the oozing ceased. A post-angiogram revealed a dissection at the access site, no extravasation was noted. Contralateral balloon inflations were applied, and good flow returned. A covered stent was deployed, and follow-up angiogram indicated a great outcome. The risk of failing to achieve hemostasis and access site complications leading to bleeding, and/or placement of a covered stent is written in the IFU. The root cause of the bleeding is inconclusive due to the device and angiograms were not returned for investigation. It is believed there was no device failure. However, it could possibly be due to the collagen pushed partially into the vessel during lock advancement. Based upon previous similar incidents, another contributing factor to vessel stenosis could be from a dissection. Dissections are a common large bore procedure complication, and it cannot be easily concluded if a dissection is caused by the manta or during the procedure. A dissection present at the access site may cause the manta anchor not to catch the artery walls as designed, creating a non-optimal seal which clinically presents as oozing or extravasation. Risk documentation has been reviewed and this is a known risk of the device. The IFU was reviewed and confirmed to list: the following potential adverse events related to the deployment of vascular closure devices have been identified: local trauma to the femoral or iliac artery wall, such as dissection. Other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: oozing from the puncture site.